Event description:
Covidien received info stating that while in use on a pt an 840 ventilator stopped cycling and generated multiple error codes. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).